Event description:
The customer reported that during surgery preparation, the device activated without the button being pushed. The device was never in contact with a pt.

Manufacturer narrative:
(B)(4). One used (B)(4) device was returned for eval. When testing the sealing function, the instrument self-activated in an open circuit condition. The cause of the self-activation is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was mfg prior to this change being implemented.